Event description:
Reportable based on device analysis completed on 29may2025. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment but failed to pass the lesion. The procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
Device evaluated by MFR: a synergy xd mr ous 3.00 x 48mm stent delivery system (sds), catheter was returned for analysis. A visual inspection noted the stent severely stretched along its length and was pulled off from the balloon. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Examination of the detached stent via scope found evidence of damage with struts stretched along the length of the stent. Balloon cones were reviewed, and no issues were noted. There are visible crimp marks present on the balloon. The stent was not crimped on the balloon. Bumper tip showed no signs of distal tip damage. Dimensional testing was performed with the stent and based on the extent of the stent damage it was not possible to measure the outer diameter (od) of the crimped stent. A review of the stent crimp od for this batch at the time of manufacture noted that the max stent od was within max crimped stent profile measurement.